Manufacturer narrative:
Us reporting agent notified on: (B)(4)2014. Manufacturing site evaluation: samples received: 108 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Knot pull tensile strength of the samples received tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(4). Knot pull strength being questioned by user.